Event description:
It was reported that a plunger detect failed was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for plunger defect failed. No physical damage was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. The q1 partially broken off from plunger board and plunger board broken off from glued. Service replaced plunger board and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A review of the event history log (ehl) identified syringe plunger not in place. The root cause of the issue was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.